Manufacturer narrative:
Add'l 510 (k): k093493, k093649 and k112671. Evaluation: the returned filter from the top of the container showed that it was quite distorted and had seen a temperature higher than the 270 degrees fahrenheit that the sterilizer was set at. With the fact that it was the top filters and no others; the most probable cause was sterilizer overload. The top of this container with this filter was very close or touching the top of the chamber where the temperature is much hotter. Determined to be user related and not product related.

Event description:
Top filter was appearing to be melted when the set was opened in the operating room. Bottom filter appeared fine and no other sets have had this melting problem. No pt injury. Surgery was delayed 30 minutes.